Event description:
Boston scientific received information that upon interrogation this right ventricular (rv) lead and associated device displayed intermittent pacing impedances of greater than 2000 ohms and high pacing thresholds. A fracture of the lead's ring was suspected but unconfirmed. The patient was referred to their electrophysiologist for consultation. There were no adverse patient effects reported. The system remains in service.

Event description:
Subsequent information indicates that the patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.